Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was disposed by the facility.